Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f guidezilla 2 guide extension catheter and a 6f non bsc guide catheter. The device was bloody. Microscopic and tactile inspection was done on the hypotube, collar, distal shaft and tip. Inspection noted tip damage (ovalized) with collar damage (kink at distal side of collar/flattened collar) and a partial separation at the collar. The max outer diameter (od) of the tip and the damaged distal shaft were noted to be beyond specifications. However, the undamaged portion of the shaft was within specification. Functional testing was conducted with the returned guide catheter where it was noted that the guidezilla was able to pass through the guide catheter hub, but could not be loaded into the shaft of the guide catheter due to the damage to the tip (flattened). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that advancing difficulties occurred. The target lesion was located in the right coronary artery (rca). A guidezilla ii guide extension catheter was selected for use. During procedure, the guidezilla ii was inserted through a 6f non bsc guiding catheter. The device was able to advance through the tuohy; however, it was noted that the device would not advance into the guide catheter and became stuck at about two inches in. Another of the same guide catheter and guidezilla ii device was used; however, the same failure occurred. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status was fine. However, device analysis revealed that a partial separation at the collar was noted on the second guidezilla ii.